Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo revealed underfill in one tube and no fill in another tube. Functional tests were conducted on 20 retained samples using deionized water, and it was determined that all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill and no fill/no vacuum based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, one tube underfilled. One tube was also reported to not fill. No adverse impact was reported regarding the patient or user.